Event description:
It was reported during a da vinci si surgical procedure, the maryland bipolar forceps instrument jaws did not close properly. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to duplicate the customer reported complaint. Engineering found the instrument jaws did not close properly. One grip was bent, causing side-to-side misalignment of grips. There was a .092 offset at the tips, indicating overloading at the tip. Electrical continuity testing passed. Engineering also found an indentation and scratches on the pulley. There was an indentation on the edge of the pulley and scratches on the surface of the distal pulley. There were also various scratches on the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.